Event description:
Rheumatoid factor (rf) reagent (lot number 007324) failed quality control (qc) test. Test was repeated and it failed again. The assay was re-calibrated, but the qc failed again. A new reagent lot number (008520 expiration date 5/31/11) was calibrated using same calibrator (lot number m911470) and the qc passed. Patient look-back was performed and noted several result discrepancies. Specimens sent out to reference lab. Reference lab results reported.it was decided to suspend in-house rf testing and perform correlation studies with the reference lab. Discrepancies were noted for patients whose results were positive by our method with results near or at cut-off vs. Negative by reference lab.beckman coulter customer care specialist was contacted.the lab medical director was consulted about our false-positive results. The decision was to discontinue in-house rf testing pending resolution of problem.======================manufacturer response for chemistry analyzer, beckman coulter (per site reporter)======================information regarding problem was supplied to beckman coulter. No resolution at this time.